Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the staples will not release. There was no pt consequence.

Manufacturer narrative:
Tracking #.46464. Date sent: 11/13/1998. Endopath endoscopic multifeed stapler: based upon the inquiry info rec'd, visual examination and functional test, it was concluded that the reported "staples will not release" during surgery occurred due to a partially yielded cartridge nose weld and two staples jammed in the cartridge nose. The instrument was rec'd with a partially yielded nose weld which would not allow the following staples to properly feed into the nose to fire. No conclusion could be reached as to how the nose weld had yielded or as to how the two staples had become jammed in the nose.